Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) due to inappropriate therapy and suspected electrode fracture. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) due to inappropriate therapy and suspected electrode fracture. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported.